Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the patient was improving, however the infection was not completely resolved. It was reported that they were hoping to discharge the patient to a rehabilitation center for continued antibiotic therapy in the next day or so.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving dilaudid (10mg/ml at an unknown dose) via an implantable pump. The indications for use were unknown. It was reported that the patient was found to have developed an infection and the system was removed for medical judgment. Environmental/external/patient factors that may have led or contributed to the issue included multiple falls, incontinence, and an extended hospital stay. Many rounds of antibiotics were given and the infection persisted. The pump and catheter were explanted and sent to in-house pathology for culture tests. The issue was not resolved at the time of the report. It was noted that the hcp had no further information. The patient's medical history was asked but would not be made available. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.